Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial driveline damage was observed during investigation. Thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). A direct correlation between the reported driveline infection and (B)(6)could not conclusively be determined through this evaluation. The pump was returned with the driveline cut approximately 0.25" from housing, and a 13" portion and 24" distal end were returned. No wires were inside the 13" portion, only the silicone jacket. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was returned unattached from the inflow conduit. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was cut less than 1¿ from the graft attachment and was returned unattached from the pump. The outflow graft bend relief was returned unattached from the outflow graft attachment. The outflow elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the distal side of the outlet rotor bearing cup revealed a large deposition surrounding the outlet bearing cup and ball. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the thrombus formation had evidence of denaturation and the presence of circumferential contact marks on the outlet bearing cup suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. The thrombus formation found in the device could have contributed to the elevated ldh. The formation would have also contributed additional resistance on the spinning rotor, contributing to the power elevations and low speed events captured in the log files. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Removal of rescue tape on the driveline revealed multiple slices in the silicone jacket between 6.5" and 22.5" from the metal connector. The bionate layer was discolored dark red. Upon removal of the bionate and braided shielding layers, visual inspection of the underlying wires revealed no evidence of insulation breaches or damage. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6)2016. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and driveline infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic driveline infection has been reported under MFR# 2916596-2019-02863 and MFR# 2916596-2020-00879. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with elevated flows. The patient was weak, vomiting and reported increased dyspnea on exertion. A log file analysis showed elevated flows and power, and some of these were associated with pulsatility index (pi) events. The log file also showed 1 transient low speed event at 8100 rotations per minute on (B)(6) 2020 at 1:44pm. The low speed event occurred with transient power spikes/high power events (10.7 watts-15.9 watts) on (B)(6) 2020 ~1:14pm ¿ 1:45pm. There also appears to be an increasing trend in power/flow and a decrease in average pi over time. Five power spikes above 10 watts were noted on (B)(6) 2020. The patient experienced elevated lactate dehydrogenase (ldh) at 888 and worsening heart failure symptoms. The patient failed a ramp-echo study with inability to unload the left ventricle even at high pump speed (up to 11600 rotations per minute in ramp-echo), along with elevated pump flow and power (>15 watts) and steadily decreasing pi. The patient underwent urgent heart transplantation for suspected thrombus and for ongoing chronic driveline infection on (B)(6) 2020.